Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(4) to bbm in (B)(6) for investigation. A f/u report will be provided after the inspection results are available. (B)(4).

Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): sterile syringes noted to have blood staining in situ prior to opening.